Manufacturer narrative:
Correction made to a1: patient identifier: elap (previously submitted as ni). Correction made to a2: age at time of event: 65 years (previously submitted as ni). Correction made to a3: gender: male (previously submitted as ni). Correction made to a4: weight: 21 kilograms (previously submitted as ni). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked. During patient infusion with an unspecified medicated solution via an unknown pump, a crack was observed which caused a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.